Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06198. It was reported that the patient presented in clinic for a generator change. Prior to procedure, it was found that the right ventricular lead exhibited high capture threshold and r-wave amplitude variation. No intervention was performed. During the procedure, an insulation breach was also noted on the atrial lead. The right atrial lead was repaired during procedure on (B)(6) 2020. The patient was stable.